Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a (B)(6) female pt who rec'd super poligrip (formulation unspecified) over a period of 11 years as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip. At an unk time after starting super poligrip, the pt "suffered from zinc toxicity, copper deficiency, profound and permanent neurological damage and other injuries attributable to her super poligrip use." According to the claim, these injuries had left the pt "unable to perform her normal, customary and daily activities." Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. Follow-up rec'd via medical records on (B)(6) 2009. The pt has family history of neuropathy symptoms (father and two sisters). Medical conditions include hypertension, high triglycerides, asthma, rheumatoid arthritis, and diabetes mellitus. Electromyography and nerve conduction studies performed on (B)(6) 2007 revealed mild to moderate right median neuropathy at the wrist carpal tunnel syndrome). Study of left upper extremity was normal. No electrophysiologic evidence for the presence of generalized peripheral neuropathy, other mononeuropathy, plexopathy or radiculopathy affecting the left or right upper extremity. At the time of these studies, the pt had been experiencing numbness and tingling of hands for two months. Visit notes from (B)(6) 2009 state that the onset of peripheral neuropathy was gradual and occurring in a persistent pattern since (B)(6) 2007. The pt has tingling and falling asleep type sensation in her hands and feet, high arches and poor balance. Numbness in feet has been increasing since (B)(6) 2008 and is constant and symmetric, causing pt to walk as if intoxicated. The peripheral neuropathy is described as mild with burning in feet (1-2 times per month of five minutes duration). Pt tends to lose balance when eyes closed. Pt is treated with gabapentin (neurontin). On (B)(6) 2009, the pt's serum copper was 35 ug/dl (normal 70-155) and serum zinc was 211 ug/dl (normal 70-150). Follow up info was rec'd on (B)(6) 2010 via medical records. In (B)(6) 2007, the pt was diagnosed with carpal tunnel syndrome by nerve conduction velocity studies. In (B)(6) 2008, the pt experienced an ankle fracture secondary to a fall down steps. In (B)(6) 2008, she presented for eval of an eight month history of pain, tingling, and numbness in her fingers, tingling and numbness in her knees to her feet "starting to go up to her thighs", stumbling, inability to feel her feet at times, and "arthritis in her left hand". She reported that if she "cuts her hand she is unable to feel it". Impression included pain and numbness in the hands and legs most consistent with neuropathy (etiology unclear), and arthralgias/arthritis of the left hand most consistent with degenerative arthritis. She was seen by a neurologist on (B)(6) 2008 with a resulting assessment of peripheral neuropathy as a probable diagnosis with numbness in the hands more than the feet, poor balance, high arches, vibratory loss in the feet, and "maybe slightly reduced ankle jerks". It was also noted that the pt had been told in the past that she had borderline diabetes and diabetic neuropathy was included in the assessment. Electromyography on (B)(6) 2008 was normal in the right upper and lower extremities with no neuropathy identified. She had been on neurontin which she reported was not helping. Assessment on (B)(6) 2008 included hereditary peripheral neuropathy as a suspected diagnosis. On (B)(6) 2009, she reported balance problems; she had stopped cymbalta and resumed neurontin. In (B)(6) 2009, she underwent magnetic resonance imaging of the cervical spine due to a history of myelopathy, which showed extensive changes of degenerative disc disease. She presented on (B)(6) 2009 for a second opinion regarding copper deficiency/neuropathy. It was noted that she was "in law suit right now because she has a zinc toxicity with copper deficiency using paste to secure dentures and it caused high zinc in blood"; the pt reported that repeated retesting showed normal values after she discontinued use of the denture paste. Examination findings included hyperreflexia in the lower extremities, and further eval for possible myelopathy was advised. Impression included copper deficiency corrected after the pt stopped using the paste. Electrodiagnostic testing on (B)(6) 2009 revealed no hyperesthetic findings. On (B)(6) 2009, she continued to experience ataxia and gait imbalance, and assessment included probable small fiber neuropathy; she was maintained on neurontin. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).